Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient underwent another gynecological procedure on (B)(6) 2003 and sparc was implanted. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced genuine stress urinary incontinence, vaginal stricture, dyspareunia, scarring of levator muscle, urgency of urination, severe urinary retention, and refractory urge incontinence. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy. It was reported that patient underwent mesh resection on (B)(6) 2014 by dr. (B)(6) due to foreign body in the bladder and recurrent urinary tract infections. It was reported that patient underwent mesh revision with sling loosening (sparc) on (B)(6) 2003. It was reported that patient underwent removal of interstim implant on (B)(6) 2005.